Event description:
While closing a patient after surgery, the surgical light canopy fell from the lighting system onto the surgical field, striking the surgeon and the pt. The surgeon was not injured, but the pt sustained eye, arm, and rib abrasions. Getinge/castle service investigated and found that the original installation of the light was performed incorrectly. The main suspension tube was not pinned as specified in the installation manual. This allowed the suspension tube to unscrew from the ceiling mounting plate, which in turn, allowed the canopy to fall. The lighting system was installed in 1997 by hospital personnel, without direction or assistance from the distributor of the lighting systems field service personnel. Lighting systems are shipped from the factory with installation manuals, but the customer claims that they were not provided one by the distributor. The lighting system was subsequently reinstalled by hospital personnel using the proper installation procedures. Getinge/castle, inc. Field service inspected the system and found the installation to be satisfactory.

Event description:
While closing a patient after surgery, the surgical light canopy fell from the lighting system onto the surgical field, striking the surgeon and the pt. The surgeon was not injured, but the pt sustained eye, arm, and rib abrasions. Getinge/castle service investigated and found that the original installation of the light was performed incorrectly. The main suspension tube was not pinned as specified in the installation manual. This allowed the suspension tube to unscrew from the ceiling mounting plate, which in turn, allowed the canopy to fall. The lighting system was installed in 1997 by hospital personnel, without direction or assistance from the distributor of the lighting systems field service personnel. Lighting systems are shipped from the factory with installation manuals, but the customer claims that they were not provided one by the distributor. The lighting system was subsequently reinstalled by hospital personnel using the proper installation procedures. Getinge/castle, inc. Field service inspected the system and found the installation to be satisfactory.